Event description:
It was reported when the doctor was inserting the screw, on the last rotation to seat the screw the screw broke and the tip of the screw remains in the patient.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.